Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to atrophy at the side of the urethra. A new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.